Event description:
This report summarizes 16 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 16 malfunctions, six patients were female and seven were male, with 3 patients' ages ranging between 45 and 55 years old. One patient was 104 kgs. All other details of the patients were not provided.

Manufacturer narrative:
Of the 17 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05347. Of the 16 malfunctions, eight lot numbers were provided, and lot history reviews were performed. Of the 16 malfunctions, no devices were returned; however, medical records were provided for 13 malfunctions and medical image provided for one malfunctions. For one malfunction, the investigation is confirmed for filter tilt. For the remaining 15 malfunctions, the investigations are inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfrg2585, gfra1155, gfpg2383, gfrh5466, gfqb2928, unknown) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 16 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 16 malfunctions, six patients were female and nine were male, with five patients' ages ranging between 45 to 60 years old. Three patients' weight ranging between 229 to 298 lbs. All other details of the patients were not provided.

Manufacturer narrative:
H10: of the 17 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05347. H10: of the 16 malfunctions, nine lot numbers were provided, and lot history reviews were performed. Of the 16 malfunctions, no devices were returned; however, medical records were provided for 15 malfunctions and medical image provided for one malfunctions. For two malfunction, the investigation is confirmed for filter tilt. For the remaining 14 malfunctions, the investigations are inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfrg2585, gfra1155, gfpg2383, gfrh5466, gfqb2928, gfri3298, unknown); g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 17 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05347 h10: of the 16 malfunctions, eight lot numbers were provided, and lot history reviews were performed. Of the 16 malfunctions, no devices were returned; however, medical records were provided for review for 11 malfunctions with medical images provided for one of these malfunctions. The five malfunctions without medical records provide are inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunction with medical records is confirmed for tilt. Nine malfunctions with medical records are inconclusive for tilt. The final investigation that had medical records and images provided is currently underway. The device is labeled for single use. H10: d4 (lot number: gfrg2585, gfra1155, gfpg2383, gfrh5466, gfqb2928, unknown); g4. H11: b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 16 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 16 malfunctions, six patients were female and five were male, with 3 patients' ages ranging between 45 and 55 years old. One patient was 104 kgs. The remaining patient age, weight, and genders were not provided.

Manufacturer narrative:
H10: of the reported 17 malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05347. H10: of the reported 16 malfunctions, lot numbers were provided for nine malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for 15 malfunctions and images were provided for one malfunction. Therefore, for two malfunctions the investigation is confirmed for the reported malposition of device, for thirteen malfunctions the investigation is inconclusive for the reported malposition of device and for the remaining one malfunction the investigation inconclusive malposition of device and additionally it was determined to have and confirmed for material deformation (a0406). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfrg2585, gfra1155, gfpg2383, gfrh5466, gfqb2928, gfri3298, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 16 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. All 16 malfunctions involved patient with no patient consequences. Of the 16 patients, nine were male and six were female, six patients age ranged from 31-60 years and three patient weighs in the range from 229 to 298 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the 17 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05347. H10: of the 16 malfunctions, eight lot numbers were provided, and lot history reviews were performed. Of the 16 malfunctions, no devices were returned; however, medical records were provided for review for 13 malfunctions with medical images provided for one of these malfunctions. For one malfunction, the investigation is confirmed for the filter tilt. For the one malfunction, the investigation is currently underway. For 14 malfunctions, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfrg2585, gfra1155, gfpg2383, gfrh5466, gfqb2928, unknown); g4. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 16 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 16 malfunctions, six patients were female and six were male, with 3 patients' ages ranging between 45 and 55 years old. One patient was 104 kgs. The remaining patient age, weight, and genders were not provided.

Manufacturer narrative:
H10: of the 17 devices, 9 lot numbers were provided, and lot history reviews were performed. Of the 17 malfunctions, no devices were returned; however, 9 medical records were provided for review, 1 of which confirmed malposition of device (tilt) and the remaining 8 are inconclusive. For the remaining malfunctions, the investigations are inconclusive for the alleged filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown.the devices are labeled for single use.

Event description:
This report summarizes seventeen (17) malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the seventeen malfunctions, six were female and four were male, with ages ranging between 45 and 55 years old. One patient was 104 kgs. The remaining patient age, weight, and genders were not provided.

Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records for nine of the malfunctions were provided for review. The company is still investigating the issue at this time. The devices are labeled for single use. (Lot number: gfra1155, gfpg2383, gfrg2585, gfre4506, gfrh5466, gfqb2928).

Event description:
This report summarizes seventeen (17) malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the seventeen malfunctions, five were female and four were male, with ages ranging between 45 and 55 years old. One patient was (B)(6). The remaining patient age, weight, and genders were not provided.